Event description:
A 72-year-old male patient underwent an endovascular abdominal aortic aneurysm repair procedure in which a zenith flex aaa endovascular graf bifurcated main body was used. Upon advancement of the main body graft into the proximal physician modified alpha graft, the "nose cone" of the main body graft hit the superior mesenteric artery (sma) graft causing it to shift. A laparotomy was performed to expose and gain retrograde access to the sma. The sma stent was relined with an additional covered stent. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
H3 - device evaluated by mfg? No device return to manufacturer anticipated this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 23jan2026. The procedure began at 07:30 on (B)(6) 2025. Planning and/or sizing information is not available. No pre-operative, intra-operative and/or post-operative images are available. There was significant tortuosity of the distal aorta. The bilateral iliac arteries were tortuous. The bilateral femoral arteries were not tortuous. The angulation of the aneurysm neck relative to the suprarenal aorta was 155 degrees. The angulation of the aneurysm neck relative to the long axis of the aaa was 146 degrees. The physician modified the proximal zenith alpha 2 thoracic endovascular graft proximal tapered component (rpn: zta2-pt-32-28-178-w) for visceral arteries. The ipsilateral side was the patient's left side. The delivery system was not difficult to advance to the target location. The fluoroscopy time was 149.4 minutes. The total contrast used was 80 cc. Radiation exposure was 4567 mgy. A competitor's 20 french sheath was used to introduce the cook coda balloon used in the procedure. A small amount of calcification was present in the vessels used for introduction of the devices. There was significant tortuosity of the patient's left side. The right side was not significantly tortuous. A 300 lunderquist double curve wire guide was used to advance the cook coda balloon. The same sheath and wire were used to introduce the competitor's balloon to complete the procedure.

Manufacturer narrative:
Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.